Manufacturer narrative:
(B)(4). The complaint airvo humidifier was received at fisher & paykel healthcare (f&p) in (B)(4) for evaluation. The device was performance tested and, as part of this performance testing, the audible alarm function was checked. It was at this time that the speaker of the airvo 2 humidifier was found to be not functioning. The resistance of the speaker was then also measured. Results: during testing it was found that the visual alerts on the complaint airvo were operating, however no audible alarm was heard. Resistance testing of the faulty speaker indicated that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of these measures. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in (B)(6) reported a fault with a pt101 airvo 2 humidifier. Upon investigation of the complaint airvo at fisher & paykel healthcare in (B)(4), it was found that the audible alarm was not functioning. There was no patient involvement.